Event description:
On (B)(6) 2013, the nurse reported that the patient passed away. The cause of death is believed to be sudep. The explanted generator was returned to the manufacturer. Attempts were made for additional information; however, they were unsuccessful. No other information has been provided.

Manufacturer narrative:
.

Event description:
Product analysis was performed on the returned generator. Visual examination showed tool marks on the pulse generator case, most likely associated with manipulation of the device during the explant procedure. Burn marks were observed on the pulse generator case. In addition, signs of discoloration were also observed on the pulse generator case. The septum was not cored. No other surface abnormalities were noted on this device. The device output signal was monitored for more than 24-hrs with results showing no signs of variation in the pulse generator¿s output signal and demonstrating that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Follow up with the physician found that it was uncertain what the relationship was between vns and the death. The believed cause of death is probable sudep. The patient was found dead in bed. Occasionally prolonged seizures and a variety or rapid secondary general tonic-clonic seizures. The patient's generator was explanted on (B)(6) 2013 during autopsy.